Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that a button was sticking and not responding on the customer's insulin pump. Customer's blood glucose level was not known. Customer was reportedly getting a new insulin pump.